Event description:
It was reported that when attempting to withdraw the guide-wire, it broke into two pieces and a fragment could not be extracted and remained in the vein. The general condition of patient was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.